Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to power up to a black screen. When shining a flashlight on the screen you could see the display and make selections. The monitors backlight was not working. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The manufacturer's subsidiary's distribution representative reported that during routine testing of the device at the service center, the central control monitor (ccm) screen was black due to damaged cables. There was no patient involvement.